Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Date of event, date of report, implant date: estimated dates. The UDI is unknown because the part and lot #s were not provided. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional patient effects of serious injury and malfunction referenced will be filed under their own medwatch report numbers. Literature attachment: "vascular responses to coronary calcification following implantation of newer-generation drug-eluting stents in humans: impact on healing."

Event description:
It was reported through a research article identifying the xience that may be related to death, serious injury and a malfunction. Specific patient information is documented as unknown. Details are listed in the attached article, titled, "vascular responses to coronary calcification following implantation of newer-generation drug-eluting stents in humans: impact on healing."

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. A medical review was performed by an abbott vascular clinical specialist. The reviewer concluded the following: this is a retrospective study from the cv path autopsy registry and causes of death were broken down in a table for reference. We cannot fully determined the device relationship since there is not enough information to correlate the death to the device. A conclusive cause for the reported death, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The UDI is unknown as the part and lot numbers were not provided.

Event description:
N/a.